Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) expressed concerns that the device was filling too quickly. The physician confirmed the issue and performed a scan to rule out any blockages; no obvious obstructions were identified. Flow rate and residual volume tests were within normal limits, according to the surgeon. As a result, the aus was explanted and replaced. No patient complications were reported.